Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix would not deploy. The lead was extracted and an alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. There was an observation with the monolithic controlled release device that contains the steroid. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. The helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.